Event description:
Male patient was admitted with severe claudication of his r&l lower extremities. Intraoperatively upon removal of the arterial sheath, following a left iliofemoral-lower extremity stent, three perclose closure devices were attempted. All three were inserted and failed on deployment. The fourth perclose device was deployed successfully. There was no associated patient harm. All devices were retained and can be returned to the manufacturer.